Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd maxtm system kit (ref (B)(4)) unknown lot # was performed by the verification of complaints history. Customer reported discrepant results with bd sars-cov-2 reagents for bd max¿ system. Positive results were obtained for the n1 target but when repeated, the samples gave a negative result. No kit lot was provided for the investigation. Despite multiple attempts made to receive information from the customer, no data was provided for the investigation. Without more information, bd was unable to investigate further, and the cause of the customer issue was not identified. Overall, based on the investigation, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd sars-cov-2 reagents for bd max¿ product. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that while testing with bd sars-cov-2 reagents for bd max¿ system, a discrepant result was obtained. Repeat testing was performed, and the result was negative. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: discrepant results with max bd sars cov2 n1 target. Customer reports results are negative when repeated.

Event description:
It was reported that while testing with bd sars-cov-2 reagents for bd max¿ system, a discrepant result was obtained. Repeat testing was performed, and the result was negative. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: discrepant results with max bd sars cov2 n1 target. Customer reports results are negative when repeated.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.